Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a flow-limiting, class b dissection occurred post-atherectomy. The two target lesions were located in the distal sfa and pop arteries. The tasc classifications were unknown. Each lesion was 60mm in length, 99-100% stenotic, and moderately calcified. Both were treated with a stealth classic crown 1.50mm. The distal sfa lesion with 4 runs: 2 runs at low speed for 30sec each, and 2 runs at medium speed for 30sec each for a total run time of 2mins. Post intervention stenosis = 50%. He then treated via angioplasty with a 4x40 balloon at 5atms for 1min with post-angio residual stenosis of 40%. The pop lesion was treated with 6 runs: 2 runs at low speed for 30sec each, 2 runs at medium speed for 30sec each, and 2 runs at high speed for 30sec each for a total run time of 3mins. Post intervention stenosis = 70%. He then treated via angioplasty with a 3.5x80 balloon at 5atms for 1min with post-angio residual stenosis of 20%. An at lesion was also treated during this case, but with pta only. A flow-limiting, class b dissection of the sfa and was caused by the stent during stent placement was resolved in the lab via stent placement. A macro-embolism to the at from an unknown cause was resolved in the lab via aspiration with a pronto cath. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). The device was discarded by the facility.